Event description:
It was reported that during a procedure the tip of a paddle shaver fractured in the disc space. All fractured pieces were retrieved and no pieces remained in-situ. No additional information was provided.

Manufacturer narrative:
No device was received for evaluation; however, a photograph was provided and was able to confirm the reported event. The photograph identified that the distal tip was fractured off. A definitive root cause was unable to be determined with the information provided; however, the fracture was likely due to a combination of excessive forces applied by the user and wear of the instrument. The reported lot was released to the field in july 2008, resulting in an approximate field life of 16 years. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Do not implant the instruments: complications to the patient may include but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Surgical grade instrument lubrication should be applied to all moving components during the wash and sterilization cycle to ensure proper functionality. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."